Manufacturer narrative:
(B)(4). Implant date - unknown date, (B)(6) 2017. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent removal of their fibular trauma plate due to unknown reasons. Attempts have been made, however, no further information is available at this time.

Manufacturer narrative:
Upon reassessment of this event it was found that taking out the screws and plate was a routine procedure and planned, therefore, the initial report was filed and error and should be voided.